Event description:
Pt called the after hours emergency service to report her pump had lost programming. Pharmacy will urgently replace pump - sn (B)(4). Pt was able to infuse with backup pump. Dose or amount: 17.5 nkm, frequency: continuous, route: subcutaneously. Dates of use: from "(B)(6) 2016" to current. Diagnosis or reason for use: pah.